Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty patient board set could not be determined. According to the instruction manual, it was confirmed that the patient circuit board has scope control function and image data transmission function. The design of the patient circuit board was changed on april 16, 2018 to address the image issues associated with it and the 180 scope. The device was manufactured before the design change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty patient board set. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the small bawls scopes. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.